Event description:
It was reported that the pulse generator exhibited backup operation. A firmware download restored normal device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.